Event description:
This pc is related to (B)(4) which reports about the first revision surgery performed after the primary tha surgery. This pc reports about the second revision surgery performed after the first revision surgery. It was reported that on (B)(6) 2021, the patient underwent the second revision surgery because dislocations due to wear of the liner had occurred 3 times in this year. In the second revision surgery, the liner and head were replaced with new ones. Doi: unknown, dor: (B)(6) 2021, unknown side.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. Device history lot : a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.